Manufacturer narrative:
Follow-up #1: device evaluation: the cartridges, included one of lotu200019, opened; two of lotu200019, unopened; and one of lotu200063, unopened, were returned to animas and tested by product analysis on 12/04/2015 with the following findings. On investigation, the alleged luer lock leakage issue was not duplicated. A visual inspection of the returned cartridges was performed. No damage or defects were noted. A fill test was performed on the returned product and they met passing criteria. The cartridges cycled properly and no issues were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed on both the opened and the unopened cartridge and they met passing criteria. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose reading was at 468 mg/dl with unspecified level of ketones and no other associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, there was a leak at the lure lock where the cartridge connects to the infusion tubing. The reporter stated that this issue persisted with more than 5 sets of supplies. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged lure lock leakage issue of unknown causes.